Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the embolization of a 7f exoseal vascular closure device (vcd) did not fully expand during surgery, which delayed the procedure and increased operative time. The product was urgently replaced. There was no reported patient injury. The outer packaging was noted to be intact. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18433442 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "plug-inability to achieve hemostasis" could not be observed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, anatomical, and/or handling factors may have contributed to the reported event. As warned in the instructions for use (IFU), which is not intended as a mitigation, if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the embolization of a 7f exoseal vascular closure device (vcd) did not fully expand during surgery, which delayed the procedure and increased operative time. The product was urgently replaced. There was no reported patient injury. The outer packaging was noted to be intact. The hospital reported this case as a serious injury adverse event to china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.